Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to assist in the investigation. Per quality control specifications, "confirm surface of sheath is free of excessive dents, bumps or scratches." In addition, the instructions for use cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Without benefit of examining the complaint device, it is difficult to determine with any certainty why this failure mode occurred. Although 100% of these devices are inspected by quality control for surface integrity, the sheath was reported to have separated. Without benefit of examining the complaint device, it is difficult to determine with any certainty why this failure mode occurred. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per quality engineering risk assessment, there is insufficient risk to require additional corrective actions at this time.